Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while inserting the syringe needle into the cartridge, the needle broke. Cause was not known. In addition, while loading the cartridge a cartridge change error occurred. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose was 122 mg/dl.